Event description:
The MFR received info alleging a ventilator alarmed and shut down while the device was in use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer¿s complaint was confirmed. The device¿s sys pca board was replaced to address the ventilator inoperative condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition.